Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-06550, 2015691-2021-06552, and 2015691-2021-06554.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between (B)(6) 2017 to (B)(6) 2018. For this reason, the first day of the range was used as the occurrence date. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment lvot obstruction is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased lvot gradient. In other cases, this could result in clinically significant hemodynamic compromise in this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of the malposition cannot be confirmed, however, maybe related to patient/procedural factors. The cause of the lvot obstruction was due to the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: al otaiby, mohammed; al garni, turki a.; alkhushail, abdullah; almoghairi, abdulrahman; samargandy, sondos; albabtain, monirah; arafat, amr a.; and alamri, hussein, ''the trans-septal approach in transcatheter mitral valve in valve implantation for degenerative bioprosthesis'', journal of the saudi heart association (2020).

Event description:
As reported from our affiliates in (B)(6), per article, ''the trans-septal approach in transcatheter mitral valve in valve implantation for degenerative bioprosthesis'', 22 patients who underwent mitral valve in valve procedure due to bioprosthesis degeneration from (B)(6) 2017 to (B)(6) 2018. All patients were implanted with a sapien 3 valve by trans-septal approach. The following events were identified: 1 patient presented with left ventricular outflow track (lvot) obstruction due to malposition.